Manufacturer narrative:
A siemens field service engineer (fse) was not dispatched to the customer site because the technical associate specialist (tas) was on site. After analysis of the instrument and instrument data , the tas replaced the sodium electrode and ran qc. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration date stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hours after blood collection or samples that are decomposed. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1650 sodium results were obtained on patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant sodium results.